Event description:
Based on additional information received on (B)(6) 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other health care professional this case concerns (B)(6) female patient who received treatment with synvisc one and later after few days had right knee swelling, right knee pain and warmth of right knee. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis knee pain in the right knee. On an unknown date in (B)(6) 2017, after unknown latency, patient later went to the emergency room complaining of pain, swelling, and warmth of the right knee. The patient came back to the orthopedic practice on (B)(6) 2017 and (B)(6) 2017, and the patient said her swelling was better, but she was still having some swelling and pain. Corrective treatment: not reported for right knee swelling, right knee pain and warmth of right knee outcome: not recovered for right knee pain, recovering for right knee swelling; unknown for warmth of right knee and device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017 (both the information was processed together with clock start date of (B)(6) 2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have right knee pain, right knee swelling and joint warmth. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.